Event description:
Dealer states, "right rear tire is cracked where the axle bolt goes through it and it is wobbly." Consumer has been utilizing the product for 2 months. Replacement part on warranty order #(B)(4). No injury alleged.